Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 5 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, it was initially reported that the valve failed due to halt. Per imaging review, the 3mensio report does not explicitly show halt. However, there is one image that is suggestive of halt but would need to see the corresponding short axis view of that image to confirm. However, there is calcification of the cusp facing the non-coronary area. Also, this 23mm valve is a bit under-expanded at 21.4 mm (0.5mm added for outer diameter). A 20 s3ur was implanted after unicorn of the left leaflet with a good result. Patient is stable and in recovery.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site and reviewed by ew clinical imager and the following was observed: there is calcification of the cusp facing the non-coronary area. This 23mm valve is a bit under-expanded at 21.4 mm (0.5mm added for outer diameter) at the mid-valve. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint was confirmed based on review of provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.